Manufacturer narrative:
This medwatch report is being voided as it is a duplicate of medwatch report # 2210968-2014-08041. Please see medwatch report # 2210968-2014-08041 for all information regarding this event.

Event description:
It was reported that a patient underwent an inguinal hernia repair on (B)(6) 2014 and a drain was used but the suction mechanism of the reservoir did not work. There was no adverse consequence to the patient. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.